Manufacturer narrative:
A gross investigation was performed on the returned device. The returned valve was received in general good conditions. The returned accessories (dual holder, dual collapaser and smart clip) were received in good conditions even the holder and the smart clip were slightly blood stained.

Event description:
On (B)(6) 2019 a patient received an avr with the implant of a perceval pvs23 sutureless aortic heart valve implant via midline incision. The entrance position of lmt was close to the sinus strut and it was confirmed that the sinus strut partially covered the entrance position. Thus, the valve was explanted and another same size percival was implanted with new re-set guiding sutures. The added x-clamp and cpb time is not known. There are no particular problems regarding the patient's condition after the surgery. The manufacturer was notified the patient's anatomical features can be considered as one of the causes. No device malfunction has been identified.

Manufacturer narrative:
The pvs/23 (sn (B)(6)) and the accessory kit mics (icv1350 lot# 16112300090) were returned to livanova for evaluation and they were received on june 04, 2019. A gross inspection of the device was performed when the device was returned to livanova. The returned valve was received in general good conditions. The returned accessories (dual holder, dual collpaser and smart clip) were received in good conditions even the holder and the smart clip were slightly blood stained. The returned valve was received in an explant kit, contained in the original plastic jar, and appeared in general good conditions. The returned material, as part of the accessory kit mics s (lot # 6112300090), was composed by the dual holder, the dual collapser and the smart clip, and they have been received a carton box and contained in plastic pouches. All the returned accessories were received in general good conditions, even the smart clip and the dual holder were slightly blood stained. After decontamination, the valve was visually inspected: no elements of non-conformity were detected, according to the specifications. From the dimensional analysis performed, both the valve inflow side and sinusoidal structures, pass through the holes indicated as pass, and do not pass through the not pass holes, confirming the correct dimensions of the returned device. During the simulation of the valve deployment, no problems were encountered during the ballooning phase of the returned valve in the silicon aortic root; thus, the valve remained fixed within the annulus without observing deformations and/or anomalies. Based on the performed analysis, and the information suggesting the patient's anatomical features can be considered as one of the causes, the reported issue cannot be explained by any factor intrinsic in the involved device. Fields changed: b4, g4, g7, h2, h6.